Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned opened sample comprised a labelled winding former plus a detached needle. The suture material was still wound in the former. Microscopic examination of the needle and suture end revealed that the suture material appeared to have cleanly detached from the bore of the needle. It was not possible to determine the cause of the needle detachment.